Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl [unknown concentration] at a rate of 859.8 mcg/day, hydromorphone [unknown concentration] at a rate of 5.99 mg/day, and bupivacaine [unknown concentration] at a rate of 3.1779 mg/day via intrathecal drug delivery pump for non-malignant pain and phantom limb pain. It was reported that the patient presented and was admitted due to the pump malfunctioning and running out of medication. No symptoms were reported. The patient was supposed to get refilled by (B)(6) 2017. There were no reported alarms but mentioned their pump is running very low. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp on 2017-jun-13 reported there was no malfunction. The patient¿s doses were decreased in (B)(6) to prevent the pump from running dry. There were no diagnostics performed because the patient was out of state. At the patient¿s fill appointment on 2017(B)(6), the patient still had 4 ml of drug in his pump. The issue was resolved with the normal pump fill on 2017 (B)(6).